Event description:
During a therapeutic procedure, the physician was not able to deploy the stent. The suture string broke. It was possile to remove the whole system. The procedure was completed with another device. The procedure outcome was reported as successful. There was no report of death, serious injury or mistreatment associated with this event.